Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no physical damage was observed. Observed no failure modes upon visual inspection of the plug assembly. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified insertion issue was reported with the adc device. The customer reported that upon applying the adc device, they " noticed a needle was protruding on the outside from the center of the sensor" and did not experience any discomfort and decided to visit their local pharmacy. The pharmacist removed the sensor; however, the filament stayed in the arm and was removed. No further treatment was reported. There was no report of death or permanent injury associated with this event.